Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected from the patient line during drain two of seven of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. The technical service representative assisted with ending therapy. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.